Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision/removal surgery on (B)(6) 2018 during which the surgeon noted severe dense adhesions, mesh erosion, small bowel obstruction requiring resection, abnormal fluid collection and inflammation. It was reported the patient experienced severe pain, inflammation, dense adhesions, bowel obstruction with complications and abnormal deformity. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 04/07/2021.

Manufacturer narrative:
Date sent to the FDA: 04/25/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.